Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with noise on their right ventricular (rv) lead logged as non-sustained ventricular tachycardia (nsvt) episode. The noise could be reproduced in the clinic. No intervention was performed. There were no patient consequences.